Event description:
On (B)(6) 2012, pt's mother reported her son ended up in the ER for ketoacidosis. Mother stated the pt's blood glucose level spiked because the infusion set cannula was kinked when it was removed. Pt's blood glucose level was 598 mg/dl. Pt's normal blood glucose range is 200-300 mg/dl. Mother reported when the pt went to bed at 10 pm his blood glucose level was 204 mg/dl and when he woke up the next morning at 10 am his blood glucose level was 598 mg/dl. Mother stated the pt had changed the infusion set the morning before the incident which was less than 24 hours prior to the incident. Pt is new to pump therapy. Mother reported the incident occurred on (B)(6) 2012. Mother stated she did not have time to finish troubleshooting and did not have the infusion device at the time of the call. Mother reported the alleged infusion set has been discarded. Sending replacement infusion sets and infusion set insertion device; no product was requested to be returned.